Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and, as received, the m6.5 x 0.75 thread on the head of the screw had an estimated 66 percent of the thread missing. The anodize was also missing in the affected area, indicating that corruption of the product happened post manufacturing. The design is appropriate for the intended application and the returned components functioned properly. Clinical factors may have contributed to the heads coming off during insertion; however, as the exact clinical situation is unknown, the root cause could not be determined.

Event description:
During a posterior lumbar fusion (plf) at l4-s1, two preassembled matrix pedicle screw heads came off during insertion. Back up screws were available. All pieces were retrieved without harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.